Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed by torque testing, which showed slightly higher forces required than a control part. A batch review of the production lot records could not be done since the lot number was unknown. The root cause remains undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that the sleeve of a transfer set was too tight to close, thus, the set had to be changed out to a new one. The nurse reported that this issue has occurred several times continuously. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.